Event description:
It was reported that the pcb00 lens came out with the trailing haptic twisted over and under the optic. When the haptic comes free, it swings up and around whereby it was reported that it could potentially cause damage to the endothelium. No patient injury has been reported. It was stated that this lens serial number (B)(4) is in the patient''s eye. It was reported that there was no damage to the intraocular lens (iol) noted, and it centered well. No further information was provided.

Manufacturer narrative:
(B)(4). This field is not completed as this report is being filed on an international product tecnis itec preloaded 1-piece iol, model pcb00, which has a similar product, tecnis 1-piece iol zcb00 that is distributed in the united states under PMA p980040. The manufacturing record review was performed and revealed that all process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of process manufacturing instructions in our change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.